Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +05.00 diopter, into the patients left eye (os) on (B)(6) 2018. The lens was reported as low vaulting and remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.